Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. The patient reported that there were multiple draining slowly messages in drain 4 of 4 and air detected in cassette alarm during an unknown phase of treatment. The patient reported that after completing treatment, there was fluid found inside the cassette door of the cycler in the pump module area and on the exterior of the cassette. The patient called tech services and was advised to discontinue use of the cycler. A new cycler was issued. The patient was advised to follow up with the patient¿s peritoneal dialysis nurse (pdrn). Upon follow up, the patient verified that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event.. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. The patient reported that there were multiple draining slowly messages in drain 4 of 4 and air detected in cassette alarm during an unknown phase of treatment. The patient reported that after completing treatment, there was fluid found inside the cassette door of the cycler in the pump module area and on the exterior of the cassette. The patient called tech services and was advised to discontinue use of the cycler. A new cycler was issued. The patient was advised to follow up with the patient¿s peritoneal dialysis nurse (pdrn). Upon follow up, the patient verified that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event.. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the disinfection of the actual sample a leak was found on the cassette film. During the visual inspection with a microscope, a hole was observed in the cassette film. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed based on the sample evaluation, however a cause could not be established. The returned sample was scrapped after evaluation.